Manufacturer narrative:
Immucor technical support reviewed the instrument camera images remotely. Batch (B)(4) tested 27mar2016. Testing with capture-r ready screen 3: cell 1 (neg) visually pos, cell 2 (neg) visually pos, cell 3 (neg) visually pos cell 1 is (d+) (e-e+) (jka-), cell 2 is (d+) (e+ e-) (jka+ jkb-) cell 3 is (jka+ jkb+) control reacted as expected. (B)(4) states that the echo may generate a negative result with capture-r plates, where upon subsequent visual inspection the cell appears weak positive or equivocal. Customer was advised to perform a visual verification of negative reactions before final release of those well results.

Event description:
On (B)(6) 2016, a customer reported unexpected negative reactions when testing a patient sample on the echo instrument. The patient was confirmed to have an anti-d and anti-e with a possible anti-jka.